Event description:
It was reported that the ventricular part of the right ventricular lead was capped due to potential outer insulation damage. A new right ventricular lead was added and the atrial sensing pin from the old lead was attached to the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).